Manufacturer narrative:
The pipeline devices will not be returned for analysis as they were implanted in the patients. The causes of the post-procedure complications were not reported. The authors, however, did note that thromboembolic complications occurred in earlier cases, in which the patients' antiplatelet therapy was not monitored. Following implementation of protocols to monitor patient response to dual antiplatelet therapy, no new thromboembolic events occurred. Based on the reported information, there is no evidence suggesting device defects, but rather procedure related events. Alejandro tomasello, nicolas romero, sonia aixut, maria a. Miquel, juan m. Macho, carlos castaño, pilar coscojuela, miguel lemus, lucia aja, luis san roman, jordi blasco <(>&<)> alex rovira (2016) endovascular treatment of intracraneal aneurysm with pipeline embolization device: experience in four centres in (B)(6), neurological research, 38:5, 381-388, doi: 10.1080/01616412.2016.1155335 mdrs related to this article: 2029214-2016-00472 2029214-2016-00473 2029214-2016-00474.

Event description:
Medtronic received information from literature review that patients experienced complications after pipeline implantation. The purpose of this article was to review the experience of pipeline flow diversion treatment. The authors retrospectively reviewed 47 patients (34 women and 13 men, mean age of 51 years) with 67 aneurysms. 42 patients were treated for unruptured aneurysms and five patients for post subarachnoid hemorrhage. The aneurysms were saccular, fusiform, blood blister, or dissecting. Average aneurysm size of main saccular aneurysms was 11.5mm with neck of 6.5mm. 60 of the aneurysms were located in the anterior circulation and 7 in posterior circulation. Eleven of the aneurysms were previously treated (coil, stent/coil, surgery). Of the 47 patients, it was reported that three worsened clinically. Worsening of mrs was related to procedure or device and two resulted in severe disability. Three patients experienced acute thrombosis of jailed branches. Two of the patients experienced thrombosis in the anterior choroidal arteries, one of whom experienced choroidal artery syndrome with partial recovery. The third patient experienced asymptomatic ophthalmic artery occlusion. Two patients experienced acute partial intrastent thrombosis, which fully resolved with abciximab. However, one of the patients developed intracranial and intraventricular hematoma requiring intraventricular drainage and a stay in the ICU. One patient presented distal angular embolism, which was successfully treated with alteplase. The patient woke up from anesthesia with hemiparesia and aphasia, which resolved in the first hour. Three patients were found to have in-stent stenosis during six-month angiography control. In two patients, dual antiplatelet therapy was restarted until 12-months post-procedure, which successfully resolved the stenosis. In one patient, balloon angioplasty was necessary to obtain full expansion and no recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.